Manufacturer narrative:
The investigation reviewed the calibration and qc data; no issues were noted. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t hs elecsys results from 17 patient samples tested on the cobas e 801 analytical unit. The following are examples of discrepant results for 2 patient samples. Sample 1 on (B)(6) 2023, the initial result was 32 ng/l. The first repeat result was 18 ng/l. The second repeat result was 18 ng/l. Sample 2 on (B)(6) 2023, the initial result was 8 ng/l. The first repeat result was 12 ng/l. The second repeat result was 36 ng/l. The third repeat result was 14 ng/l. After the initial point of contact, discrepant results were provided for an additional patient sample (sample 3). Sample 3 on (B)(6) 2023, the result of the 0-hour sample was 4 ng/l. On (B)(6) 2023, the result of the 1-hour sample was 15 ng/l. This result was reported outside of the laboratory. The repeat result of the 1-hour sample on (B)(6) 2023 was 7 ng/l. On (B)(6) 2023, the result of the 3-hour sample was 7 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.